Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ messages during supply changes, with the pump failing to rewind despite removing supplies and attempting multiple dry runs and restarts, consistent with a consecutive stalled motor alarm and pump malfunction. Symptoms included no reported clinical effects. Outcomes included product replacement. Investigation included guided troubleshooting with supply removal, dry-run attempts, and device restart. Investigation of this case revealed a persistent motor stall during the rewind step, indicating a pump mechanical malfunction affecting the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure related to the motor rewind function. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.